Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope was missing an adapter piece from the light attachment. The issue occurred during reprocessing. There were no patient involvement.